Event description:
A surgeon reported a patient with double vision and slanted vision following intraocular lens (iol) implant surgery. She stated the patient only notices it when using both eyes and it is not consistent. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. (B)(4).